Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, all leaflets were in the closed position. All leaflets were flexible and intact. All commissures were intact. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient went into cardiac arrest after the valve was deployed. Cardiopulmonary resuscitation (CPR) was initiated, however, the patient subsequently died. An echocardiogram confirmed that the valve had been functioning properly during cardiopulmonary resuscitation (CPR). Per the physician, the cause of death was not due to the device, but rather was due the patient¿s multiple medical issues.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A relationship of the reported cardiac arrest to the device or procedure could not be determined with the limited information available, though it is likely related to patient condition. The patient expiration was ascertained as being related to the procedure. Testing of the returned valve showed good performance for both gradient and regurgitant fraction. High speed video showed normal valve function with all three leaflets opening and closing with each flow cycle. Based on these results, the device has been shown to retain its intended functionality per required specifications. A procedure-related or valve-related death is an inherent risk when the patient condition is such that a percutaneous aortic valve (pav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No allegations were made against the device, the report stated the patient died of natural causes and had multiple medical issue s. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.